Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left unruptured cavernous saccular aneurysm measuring 10 mm x 4.5 mm. During the pipeline deployment, it was reported that balloon angioplasty (an option presented in the instructions for use) was required to achieve full wall apposition on the proximal segment of the pipeline. No injury was reported with the patient as a result of the procedure.